Manufacturer narrative:
The technician found the right head siderail latch would not spring back due to fluid in the latch assembly. He cleaned and lubricated the siderail latch assembly to repair the bed.

Event description:
The account stated the siderail would not latch.